Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the 8mm force bipolar instrument came unlatched when it was opened from the wrist. This occurrence happened twice with two different instruments in the same case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have severely bent grips, causing side/vertical misalignment of the grips. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.